Event description:
An aneurx bifurcated stent graft and its components of unknown size were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm on an unknown date. It was reported that the diameter of the aneurysm neck was 19mm, however, the iliac vessels were large; therefore, the physician elected to place a 28 mm diameter bifurcated stent graft to secure good purchase in the iliac vessels. The completion angiogram showed no endoleak or infolding. It was reported that the follow-up CT scan showed a clear infolding of the proximal stent graft; therefore, the physician intervened by placing a palmaz stent with good results. It is reported that the physician stated that this was not device related. The patient died 3-4 months post stent placement due to congestive heart failure. No further information is available.